Event description:
A nurse reported that a knife was blunt and could not pierce the cornea. The surgeon used another knife and the procedure was completed with no harm to the pt.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the component lot was reviewed. Functional penetration and sharpness test values for the lot met spec. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company acceptance criteria. The root cause for the blunt knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to blade. However, based on the info above it is unlikely that the damage occurred during the mfg process. (B)(4).